Event description:
It was reported that when using the bd pyxis¿ es refrigerator was failed. The customer tried to unplug but still the issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer remoted into the station and confirmed there were no failure icons present. Contacted the customer to verify the status, and they reported no issues with the station and requested closure of the work order. The system functioned as intended when the field service engineer investigated the issue.